Event description:
It was reported malleable tip of the guide came apart inside the patient's vessel. Need for a long time to be able to remove the guide. Need for a new puncture of the patient using another catheter. The patient needed to be punctured again. Used in total 2 catheters and 2 guides. It seems to me that the puncture is difficult, perhaps it may have been forced against the vessel by the inserter. Child described as difficult to puncture. Additional information received 18 september 2023: there was a need to subject patients to a new puncture and there was a risk of vascular injury/mechanical phlebitis due to difficulty in removing the guide wire from inside the child's vessel. Imaging exam: x-ray of the arm to find out if part of the guide has broken in the child. No exposure to blood or chemotherapy to mucous membranes or skin. Additional information received 09/25/2023: catheter was opened that presented a defect in guidewire. We carefully evaluated it and there are no remaining of the guide stuck in patient's arm. We opened another catheter which was successfully placed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported malleable tip of the guide came apart inside the patient's vessel. Need for a long time to be able to remove the guide. Need for a new puncture of the patient using another catheter. The patient needed to be punctured again. Used in total 2 catheters and 2 guides. It seems to me that the puncture is difficult, perhaps it may have been forced against the vessel by the inserter. Child described as difficult to puncture. Additional information received 18 september 2023: there was a need to subject patients to a new puncture and there was a risk of vascular injury/mechanical phlebitis due to difficulty in removing the guide wire from inside the child's vessel. Imaging exam: x-ray of the arm to find out if part of the guide has broken in the child. No exposure to blood or chemotherapy to mucous membranes or skin.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported malleable tip of the guide came apart inside the patient's vessel. Need for a long time to be able to remove the guide. Need for a new puncture of the patient using another catheter. The patient needed to be punctured again. Used in total 2 catheters and 2 guides. It seems to me that the puncture is difficult, perhaps it may have been forced against the vessel by the inserter. Child described as difficult to puncture.